Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window comers, battery tube threads and with minor scratched display window.

Event description:
The customer called and reported receiving four no delivery alarms within the previous month. Customer's blood glucose was 400 mg/dl at the time of the incident. The customer was unable to troubleshoot at time of call, as the alarms had occurred in the past. The customer stated the alarms were occurring during priming and sometimes while the pump was on the body. Customer was informed that when priming, it was a consumable issue and customer stated insulin did not come out of the end. It was recommended that customer change infusion set and try again. It ws further explained to customer that if the alarm occurs while inserted in the body, it could be a site issue, and that customer should all to thoroughly troubleshoot when alarm occurs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.